Manufacturer narrative:
Evaluation summary: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 15th distal stent segment was deformed with raised struts. Stent od¿s; proximal stent od is 0.043inch; mid stent od is 0.043inch; distal stent od is 0.042inch. The 15th distal stent segment od is 0.066inch. Specification is 0.055inch max. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a stenosed rca ostium lesion in a severely calcified and moderately tortuous vessel. The device was removed from its packaging per IFU and inspected with no issues noted. Lesion was pre-dilated. During the procedure it was reported that the stent deformed during positioning . Procedure was completed with a resolute onyx drug eluting stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.